Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was recurrent ventral hernia and postoperative diagnosis was recurrent ventral hernia without obstruction or gangrene. ­­­­­­­­­the procedure performed was robotic repair recurrent ventral hernia. On (B)(6) 2007 - the patient underwent a previous procedure for removal of previously placed kugel patch and repair of recurrent ventral hernia. The preoperative and postoperative diagnosis was recurrent ventral hernia, status post ventral hernia repair with kugel patch. On (B)(6) 2010 - the patient underwent an additional surgery for repair of ventral hernia and the preoperative and postoperative diagnosis was ventral hernia. The patient has had a adhesions, recurrence and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included (B)(6) 2010 revision surgery.

Manufacturer narrative:
This product event is a duplicate of another issue reported under regulatory report # 9615742-2017-05670. This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.